Event description:
A physician was performing a transnasal vocal cord injection with this single use injector needle. The patency of the needle was tested prior to use on the patient to ensure patency. Once threaded through the scope the needle would not inject fluid into the tissue. The fluid being used was botox, which is not viscous. The procedure was unable to be performed. The patient sustained no injury other than a delay in procedure. This is not the first failure with this type needle. Each needle is patency tested just prior to use, and a number of them have failed to inject once used on patient. Staff have not been able to identify any common issues that may cause failure.======================manufacturer response for olympus single use injector 1650 mm 2.0 mm channel, olympus (per site reporter).======================wish to have the device returned for further analysis.